Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported no display while using a vela ventilator. The issue occurred during patient use. The customer reported the rt (respiratory therapist) is at bedside and reported the touch screen on the display went black. The customer reported the suspect device was ventilating normally and no patient distress was observed. There has been no report of any patient consequence associated with this event.